Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronics assmebly. The functional testing could not be performed due to the blank display. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump had been dropped in a river and that fluid was visible under the display. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.